Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored an atrial tachy response (atr) episode in july that showed oversensing of noise on the atrial channel. The noise was consistent with external electromagnetic interference (emi), but this was not confirmed. An email was sent to the clinic to evaluate the device and determine the cause of the noise. No adverse patient effects were reported. The device remains implanted and in service.